Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information states that the patients affected side is the left hip.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. 1) quantity manufactured: (B)(4). 2) date of manufacture: 19-aug-2008. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 01-sep-2013. 5) IFU reference: mitch IFU pi-400-451 rev. 1. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: quality leeds DHR requests <ra-dpygb-qualeedsdhr@its.jnj.com> has been notified and a request for archived records was made on 22-oct-2024. 1) quantity manufactured: (B)(4). 2) date of manufacture: 19-aug-2008. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 01-sep-2013. 5) IFU reference: mitch IFU pi-400-451 rev. 1. Device history review: a manufacturing record evaluation was performed for the finished device, and no non-conformance's / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. 1) quantity manufactured: (B)(4). 2) date of manufacture: 19-aug-2008, 3) any anomalies or deviations identified in DHR: none, 4) expiry date: 01-sep-2013, 5) IFU reference: mitch IFU (B)(4) rev. 1. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : quality leeds DHR requests <ra-dpygb-qualeedsdhr@its.jnj.com> has been notified and a request for archived records was made on 22-oct-2024. 1) quantity manufactured: (B)(4), 2) date of manufacture: 19-aug-2008, 3) any anomalies or deviations identified in DHR: none, 4) expiry date: 01-sep-2013, 5) IFU reference: mitch IFU (B)(4) rev. 1. Device history review : a manufacturing record evaluation was performed for the finished device, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint (B)(4). D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. No 510(k) number provided because this implant is sold internationally under a different product code; a similar device was sold in the us under a different part number. This report is being submitted pursuant to the provisions of 21 c.f.r., part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Mitch email notification received as, "the sales representative learned that the clinic has a legal dispute with a patient who had to undergo an accolade + mitch review for metallosis. No other info, so far. Update 07/22/2024: surgery date: on (B)(6) 2009 . Revision date: on (B)(6) 2022 due to severe metallosis.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.